Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer was able to reload original cartridge. There was no reported adverse impact to the customers blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.